Manufacturer narrative:
Correction: h4 was inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint of the distal end rubber part being damaged was unable to be confirmed as there was no missing adhesive around the light guide and forceps covers. Evaluation did confirm there was a cut on the pink ultrasound probe. Also, evaluation found the biopsy channel had a slow leak, the scope body had scratches and a dent, the cement of the light guide lens was peeled, the ultrasound image had a broken element, switch #1 was cut, the insertion tube had minor scratches, the scope cover label was missing, and the light guide tube had minor surface scratches and buckle. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the rubber part on the distal end of the evis exera ii ultrasound gastrovideoscope was broken and there was visual damage at the ultrasound tip. The issue was found during reprocessing. There was no reported patient harm or impact due to this event.